Event description:
It was reported to philips that the system failed to start up. The device was in clinical use at the time of the reported event. No harm was reported to philips.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use when the issue occurred. A philips field service engineer (fse) went onsite and confirmed the reported problem. The analysis of the system log file found that the suit pc software had crashed. To resolve the issue, the fse reinstalled the suite pc software completely. After functional checks, the system was returned to working conditions. The codes were updated based on the investigation outcome.